Manufacturer narrative:
The device history record (DHR) for lot 708646 indicates that there were no defects were found in (B)(4) samples inspected from the lot. There were four hundred sixty samples returned with this complaint. The samples were visually inspected. All of the samples had a split hub. The reported condition is confirmed. The hubs returned by the customer had a large difference in hub wall thicknesses from one location to another, but the wall thicknesses of hubs from inventory were fairly consistent. Manufacturing engineering reviewed the molds for a most likely root cause. They identified gaps behind the sliding blocks of the mold that are exposed during normal operation. These gaps could allow for parts to fall behind the blocks and become trapped. If that occurs, they could prevent the mold from closing properly and cause a shift in the geometry of the part. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, product is sampled throughout the production of the lot and checked for damage. The lot met all defined acceptance requirements and was released. A work order was issued to clean and repair the mold and a shield was fabricated and installed over the gaps to prevent anything from falling behind the blocks. The corrective actions were completed. This information will be utilized for trending purposes to determine the need for additional corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/8/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported about a quality of an issue with item (B)(4). The needles were found with cracked/split hubs which causes downtime to the lines.